Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to be intact. The current draws were not within specification. The pump case was removed and there was evidence of moisture damage inside the pump on the transceiver board. The transceiver board was unplugged and the current draw levels returned to specification. The high current draw levels were due to internal moisture damage. Unrelated to the original complain, the pump case was found to be cracked.